Manufacturer narrative:
Not returned to manufacturer.

Event description:
Mobi-c p&f us : negative neuro-monitoring activities per-op upon insertion of the implant, the inserter drove the implant laterally towards the patients' right side. Prior to finishing the surgery the patient developed negative neur-monitoring activity. Once removed the negative neuro-monitoring activity stopped. Another implant was used in replacement. Patient is doing fine in post-op possible root causes are : a poor initial placement of prosthesis or an incomplete discectomy.

Manufacturer narrative:
Additional information received on 27 nov 2017 from reporter by email : confirmation that patient condition is good. As previously reported, the review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made and no x ray will be available. So regarding data investigation and provided information, the root cause of this issue is determined to be probably due to user error, implant may have been inserted too depth. There is no evidence to indicate a device issue. If additional information is obtained with device evaluation and that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Sales representative cannot provide any xrays. Regarding data investigation, additional information received on sept 29th 2017 and with complaint meeting from oct 19th 2017, the root cause of this issue is determined to be due to user error. There is no evidence to indicate a device issue. Not returned to manufacturer.

Event description:
Mobi-c p&f us : negative neuro-monitoring activities per-op. Implant removed. Surgery was completed successfully with another implant without further incident. The patient has does well post-op with no complications.